Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was a crack in the battery compartment. The user alleged that there was no power issue associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: there was a crack in the battery compartment. The returned battery cap was able to be fully tightened until the yellow o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power. There was no evidence of moisture damage in the battery compartment. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Also unrelated, all of the buttons on the keypad were intermittently responsive and required multiple button presses. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.